Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) could not pull due to system fault 46440. The device was visually inspected and there were liquid crystal display (lcd) lens scratched, missing battery door, missing pogo pin covers, upstream occlusion (uso) seal dented. Customer complaint of ¿cassette not attached alarm¿ confirmed through pump power up test. Replaced the downstream occlusion (dso) sensor to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a ¿cassette not attached¿ alarm. There were no patient involvement and harm.